Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to painful and unstable left total knee arthroplasty. *update on 11-march-2022 per medical review: "[...] June 28, 2017: there is in operation report from dr. The pre-and postop diagnosis was painful and unstable left total knee arthroplasty. The operation performed was a revision left total knee arthroplasty. The implants utilized were a stryker triathlon x3 19 mm polyethylene insert cs size #6. Operative findings included well fixed implants, no patella wear, mild posterior medial tibial insert wear, a flexion gap that was equal in size to the extension gap, competent posterior cruciate ligament, femoral axial rotation slightly external to the tibia with the tibial rotation at the junction of the medial and middle third of the tibial tubercle. There was clear yellow fluid present but no evidence of infection. A 19 mm cs insert provided satisfactory stability according to the surgeon. [...]"

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon patella was reported. Conclusion: it was reported that the patient's knee was revised due to painful and unstable left total knee arthroplasty whereby the triathlon x3 cs 16 mm insert was revised with a triathlon x3 cs 19mm insert. The patella, femoral component and baseplate were well fixed and remained implanted. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to painful and unstable left total knee arthroplasty